Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard perfix plug (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1) and an unspecified bard/davol perfix plug (device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 years 10 months post implant of bard flat mesh, patient was diagnosed with mesh erosion, purulent discharge, abscess and adhesion thereby underwent repair with removal of mesh. Per op notes, "mesh was crumbled." The instructions-for-use supplied with the device lists adhesion and erosion as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard flat mesh. Additional supplemental emdr was submitted for perfix plug. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1) and an unspecified bard/davol perfix plug (device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of bard flat mesh on (B)(6) 2002. Per operative notes, ¿the hernia sac was isolated and the abdominal viscera reduced, the hernia sac inverted. A marlex mesh plug was fashioned from a strip of marlex mesh (bard flat mesh), placed into the fascial defect within the inverted hernia sac and then sutured.¿ (based on review of implant op notes, it appears that the patient was implanted only with a bard flat mesh, and not the perfix plug) (B)(6) 2014 - patient presented with pain, ulcers and drainage of purulent fluid at the site of mesh placement. (B)(6) 2014 - patient was diagnosed with mesh erosion thereby underwent laparoscopic repair with the removal of bard flat mesh. Per operative notes, ¿the mesh plug (bard flat mesh) was crumbled and loop of bowel attached to it was dissected. The mesh was dissected from the peritoneum and removed off the fascia and sutures. The mesh attached to the pustular cysts was excised completely." Attorney alleges that the patient had adhesions, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, bald mesh, drainage, ulcers, and mesh excision.